Event description:
It was reported by the pt's certified diabetes educator (cde) to the territory manager that the pt experienced a severe hypoglycemic event and was admitted to the ICU. The pt "checked her bg before bed and it was in the 120s (mg/dl)." Her parents "like for it to be in 150s (mg/dl) before bed" so the pt "ate a banana and did not take a bolus." This was a new pod that she activated that evening; she "never gave a bolus with the new pod." The parents went to bed and the child stayed up to watch television. At around 2:00 am, the mom found the child "limp and unresponsive." They gave her shot of glucagon and she did not respond. They called an ambulance and she was given 3 bags of d-50. The pt was still not responsive. She was life-flighted to the hosp by helicopter. She stayed in the ICU overnight and remained unresponsive. The cde stated "the insulin levels taken from the child were extremely high indicating she had a lot of insulin on board in her body." However, the pdm does not indicate that anything unusual happened - "no extra insulin was given." The pt underwent a psychological eval at the hosp and the parents checked insulin vials at home to determine how the child got so much insulin on board. No extra insulin was taken from the vials at home and they do not keep long acting insulin in the home. Hosp personnel removed the adhesive backing from the pod and could see the reservoir was "very full of insulin". No further info was provided. The pod was returned for eval.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. No product malfunction or condition found that would have caused or contributed to the hypoglycemic event. The piezo was capable of emitting an audible alarm. No pulse width timeouts, rotational sensor errors, or occlusions were found. As reported, the pod was returned with the adhesive removed and the insulin reservoir was nearly full of insulin (plunger position was at less than 98%). The fluid path was tested and found to be unobstructed by any internal occlusion. The occlusion sensor was tested and found to function as intended. The insertion mechanism was reloaded and deployed as intended; it was also inspected and no defects were detected. No signs of internal leakage was found. The pod was functioning as designed and fully capable of delivering insulin. The omnipod's user guide stated that "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm." The user guide warns, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." To treat hypoglycemia, the user guide instructs that users check bg levels every 15 minutes, to make sure the condition is not overtreated. If bg is below 70 mg/dl, eat or drink 15 grams of fast-acting carbohydrates, such as glucose tablets, juice, or hard candy. Check bgs again in 15 minutes. If bg remains low, take another 15 grams of carbohydrate. Contact a hcp as needed for guidance. Repeat these steps until bg is within range. Investigate possible cause for hypoglycemia to avoid similar in the future (a chart indicating the possible causes of hypoglycemia is provided in the user guide). Lot qualification records were reviewed and determined to have met all acceptance criteria.